Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the balloons did not inflate. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.